Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a pre-deployment angiogram was performed and had confirmed the indication. They planned to conduct vascular closure using the angio-seal for the patient after surgery in the left main artery. After the deployment, blood leakage was found, and the closure failed. The whole device was pulled out from the femoral artery and they then used another closure device from other brand. The following procedure went on well and there was no harm found on the patient. The patient was stable. Bleeding occurred in the patient's room, however, the patient was stable and recovering. Additional information was received on 14oct2019. The procedure was a percutaneous coronary intervention (pci) via the femoral artery. The procedure was completed successfully.